Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00956 & 1226348-2019-00957.

Event description:
As reported by a healthcare professional, during a stent assist coil embolization to the posterior communicator, a 4.5x28 mm enterprise stent 12 mm dw tip (enc452812, 10911251), did not pass through a prowler select .21 microcatheter (606s255x lot 30148964). Both the enterprise stent delivery system and the prowler select were removed from the patient. It was noted that the enterprise stent presented ¿twisted, unraveled¿. For this reason, the stent did not advance successfully. There was no patient injury reported, treatment was achieved without any complications. They used two other stents for reasons of non-availability of the measure that was needed for the case. The introducer of the enterprise was fully seated and secured in the hub. The same surgical technique was used that normally the doctor has used in other successful cases.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a stent assist coil embolization to the posterior communicator, a 4.5x28mm enterprise stent 12 mm dw tip (enc452812, 10911251) did not pass through a prowler select .21 microcatheter (606s255x lot 30148964). Both the enterprise stent delivery system and the prowler select were removed from the patient. It was noted that the enterprise stent presented ¿twisted, unraveled¿. For this reason, the stent did not advance successfully. There was no patient injury reported, treatment was achieved without any complications. They used two other stents for reasons of non-availability of the measure that was needed for the case. The introducer of the enterprise was fully seated and secured in the hub. The same surgical technique was used that normally the doctor has used in other successful cases. The prowler select plus 150/5cm microcatheter has not been returned for analysis and therefore no further investigation can be performed at this time. A manufacturing record evaluation (mre) was performed for the finished device 30148964 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter (body/shaft) - obstructed with mc loss of cerebral target position¿ could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, it was noted that when the enterprise stent delivery system was removed from the patient, the stent presented ¿twisted, unraveled¿ causing the stent to not successfully advance through the prowler select plus microcatheter. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.